Manufacturer narrative:
The full lead was returned, analyzed, and the distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. Visual analysis of the lead indicated damage at implant. Visual analysis of the lead indicated the lead was stretched. The analyst noted that a competitor guidewire(bmw) was returned stuck in the lead, and it appears the distal end of guidewire looped-back on itself at the distal end of lead.

Event description:
It was reported that during the implant procedure, it was not possible to remove a competitor guidewire out of the left ventricular (lv) lead. It was noted that the physician cleaned the guidewire correctly. The lv lead was not used and replaced. No patient complications have been reported as a result of this event.